Event description:
It is reported through the patient's attorney, that the polyethylene tibial articular surface separated from the tibial baseplate and became displaced which required revision in 2004.